Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test and no blank display noted. Insulin pump received with corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. The customer states they tried to put a new battery in the insulin pump and got a failed battery test. Now the screen won¿t turn on and this is replacement insulin pump that they got back in october because the other insulin pump was having the same issue. The customer was assisted with troubleshooting for failed battery and reports received failed battery test. Advised the insulin pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.